Manufacturer narrative:
Eval: the investigation into this report is limited as the user facility did not retain the event sample. A review of mfg records reveals no problems noted during MFR that would have an impact on this report. The lot size was 2,010 and we have not received any similar reports on this device lot number. This report was discussed with our marketing mgr, and based on his history, he feels that it is likely the event was due to the filter becoming clogged and not changed per the instructions for use. The instructions for use state: "filter replacement: replace the filter with gas vent every three hours or when the filter becomes clogged or air is slowly vented. Replace with level 1 product number f-10". We asked the user facility if they had changed the filter and they had not, nor do they order the individual filter.